Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery multiple times. The customer's blood glucose level was unknown at the time of the call. The customer stated that they had changed the sets numerous times, but the no delivery alarm would continue to occur. The customer believes there is an issue with the insulin pump. The customer was transferred to a department that assisted them with the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.